Event description:
Medtronic minimed paradigm insulin pump (B)(4). Unsolicited bolus given without pt involvement. On monday (B)(6) 2011 at 20:55 I tested my blood sugar with a result of 459. I entered that number into the pump bolus wizard. With the calculation from the pump program the recommended bolus was 7.8 units of insulin which I delivered and I went to bed. At 23:04 the pump gave an unsolicited max bolus of 20 units while I was asleep and without any interaction from me. I awoke at 00:56 to the low blood sensor alarm; I tested with a meter result of 25. The insulin reaction I experienced was my worst ever and I recovered only because of the intervention from my wife forcing two tubes of insta glucose into my mouth, a can of pineapple juice, and a half a bottle of (B)(4) corn syrup. I collapsed onto the floor which resulted in a sprained left ankle, right knee, and I dislocated, broke and chipped the number two toe on my right foot. These injuries resulted in missing two weeks of work and require the wearing of a walking cast. I returned the pump to minimed on (B)(6) 2011. I kept a picture of the pump and a report of the blood sugars and boluses.